Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient underwent total hip arthroplasty done (B)(6) 2018. It was also reported that the patient returned to office stating his hip was squeaking. X-ray showed a dissociated pinnacle liner from pinnacle cup. Cup angle measured 55 degrees of inclination. Surgeon removed the head, liner and cup. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.